Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received possible inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) detected by the implantable cardioverter defibrillator (ICD) device. The patient reported seeing sparks come out of their chest during shocks. The device remains in use. No further patient complications have been reported as a result of this event.